Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, colposcopy, uterine dilation and curettage, gravida ii and parity 2. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts"), adnexa uteri cyst ("paratubal cysts"), heavy menstrual bleeding ("menorrhagia") and cervical dysplasia ("abnormal pap smear with lgsil") and was found to have uterine leiomyoma ("uterine fibroids") and smear cervix abnormal ("abnormal pap smear with lgsil"). The patient was treated with surgery (total vaginal hysterectomy, hysteroscopy with dilation and curettage). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, uterine leiomyoma, ovarian cyst, adnexa uteri cyst, heavy menstrual bleeding, smear cervix abnormal and cervical dysplasia outcome was unknown. The reporter considered adnexa uteri cyst, cervical dysplasia, genital haemorrhage, heavy menstrual bleeding, ovarian cyst, smear cervix abnormal and uterine leiomyoma to be related to essure (ess205). The reporter commented: right side ¿ 04 coils left side ¿ 07coils discrepancy noted: essure removal date as per mr is (B)(6) 2016. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:genital haemorrhage, abnormal pap smear with lgsil, menorrhagia, uterine fibroids, ovarian cysts, and paratubal cysts. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-jun-2021: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, colposcopy, uterine dilation and curettage, multigravida and parity 2. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts"), adnexa uteri cyst ("paratubal cysts"), heavy menstrual bleeding ("menorrhagia") and cervical dysplasia ("abnormal pap smear with lgsil") and was found to have uterine leiomyoma ("uterine fibroids") and smear cervix abnormal ("abnormal pap smear with lgsil"). The patient was treated with surgery (total vaginal hysterectomy, hysteroscopy with dilation and curettage). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, uterine leiomyoma, ovarian cyst, adnexa uteri cyst, heavy menstrual bleeding, smear cervix abnormal and cervical dysplasia outcome was unknown. The reporter considered adnexa uteri cyst, cervical dysplasia, genital haemorrhage, heavy menstrual bleeding, ovarian cyst, smear cervix abnormal and uterine leiomyoma to be related to essure (ess205). The reporter commented: right side ¿ 04 coils. Left side ¿ 07coils. Discrepancy noted: essure removal date as per mr is (B)(6) 2016. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:genital haemorrhage, abnormal pap smear with lgsil, menorrhagia, uterine fibroids, ovarian cysts, and paratubal cysts. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received: " previously reported event medical device removal replaced with abnormal bleeding." Reporter, lot number, medical history and rcc added. Events abnormal pap smear with lgsil, menorrhagia, uterine fibroids, ovarian cysts, and paratubal cysts added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.